Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to d5 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system likely caused the event. The error was able to be replicated during simulation with olympus-owned system in accordance with internal rules. The root cause of the event was unable to be specified. However, the below presumed causes may have led to the evaluated and suggested event ¿color tone of the image was irregular due to breakage of the ccd unit (the image was only magenta or green)¿: ·the appearance checks of the endoscope revealed damage such as sagging and dents on a-rubber which may be caused by external load on the bending section of the endoscope whose image was confirmed to returned to normal sometimes when stress such as bending, twisting, or shaking. The appearance checks also revealed damage such as a kink which may be caused by external load on the connecting section of the endoscope control section and the universal cord. ·the non-destructive inspection was conducted for the subject parts (the parts where the image returned to normal when stress such as bending, twisting, or shaking was applied to the connecting section of the endoscope control section and the universal cord, and the endoscope bending section). As a result, damage was observed on the metal parts (braids) in the endoscope such as sagging, dents, and excessive misalignment which may be caused by external load. ·the above damage such as sagging, dents, and excessive misalignment which may be caused by external load on the metal parts (braids) in the endoscope inflicted, which led to interference or contact with the image sensor unit cable at the distal end of the endoscope. Then, the electrical connecting status may have become abnormal or malfunctioned, which nay have resulted in the evaluated and requested event ¿color tone of the image was irregular due to breakage of the ccd unit (the image was only magenta or green)¿. *regarding the external load, there is a possibility that mechanical stress such as bending, twisting, or shaking had been impulsively or continuously. (Especially load which exceeds the content described in ¿dangers, warnings, and cautions¿ in ¿important information - please read before use¿ in instructions, operation manual.)) The event can be detected by following the instructions for use (IFU) sections which state: instructions, operation manual ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿ describes how to inspect for the subject event as below. ¦ inspection of the endoscopic image 1.before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2.observe the palm of your hand in the wli and nbi endoscopic images. 3.confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4.adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the reported issue was confirmed. The device evaluation found that due to damage on charged coupled device unit in the endoscope connector, the color tone of the image was not correct. It was also found that due to wear of angle wire, bending angle in up direction did not meet the standard value and due to damage on forceps elevator lever the bending section couldn¿t be fixed firmly. In addition the device evaluation also found that the adhesive on the bending section cover has a chip and the video connector and control unit had a crack. Scratches were found on multiple components. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the scope¿s image was defective which occurred when down angle was applied. The issue was found during preparation for use in an unspecified procedure. There were no reports of harm.